Event description:
Pt placed on ventilator post-operatively following heart surgery. Ventilator not registering any exhaled volumes. Anesthesiologist noted that sbp in 60s when pt given ventilator breaths and not able to exhale.